Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: check pressure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly.

Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.